Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing, specifically the ECG fall-off test. The heat shrink tubing was parting from the pulse wires. The cause for the failure was the pulse wires shorted with the u713 processor. The cause for the shorted components was due to the parting of the heat shrink. The root cause for the parting heat shrink was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "adjust belt" messages.